Manufacturer narrative:
Conclusion:the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing thrombectomy procedure in the ba using the penumbra system max. During procedure, the doctor noticed that the 3maxc had a damaged tip. The front of the tip marker was stretched and the 3maxc was bent at the part in front of the tip marker. Furthermore, a part of the tip marker material turned outward and another part was torn. The 3maxc was replaced and the procedure continued.